Manufacturer narrative:
Citation: authors: ma y., ji z., yang w., li l., han l., liu y., guo y., dmytriw a. A., he c., li g., zhang h.. Role of optical coherence tomography in pipeline embolization device for the treatment of vertebral¿ basilar artery dissecting aneurysms. Neuroimaging 2023. Doi: 10.1136/jnis-2022- 019927 · b.3. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. · b.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Ma y., ji z., yang w., li l., han l., liu y., guo y., dmytriw a. A., he c., li g., zhang h. Role of optical coherence tomography in pipeline embolization device for the treatment of vertebral¿ basilar artery dissecting aneurysms. Neuroimaging 2023. Doi: 10.1136/jnis-2022- 019927 literature review found multiple complications associated with pipeline embolization device treatment in which a pipeline stent, echelon catheter, navien catheter, and a marksman catheter were used. The authors reviewed 3 cases of patients being treated for an intracranial aneurysm using the pipeline stent, marksman catheter, ech elon catheter, and navien catheter. There are no patient information provided in this literature article the following intra- or post-procedural outcomes were noted: 1) 2 patients had postoperative imaging that showed poor apposition of the pipeline stent. 2) 2 patients had endometrial hyperplasia. 3) 1 patient had partial occlusion of the aneurysm. Please see attached literature article.